Event description:
Unable to access portacath to obtain blood culture. Diagnosis-fever of unknown origin. Suspect recently clotted portacath may be the source. Portacath inserted on 4/26/96. Portacath removed on 12/1/8/97 due to malfunctioning.